Manufacturer narrative:
The device was received fully deployed. The investigation found a puncture in the exposed portion of the soft cannula. The fluid path test was run, and fluid was observed to leak from the puncture. No other damages or defects were observed that would result in a failure to deliver insulin. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The exact cause and timing of the cannula damage could not be determined, and it could not be determined if it contributed to the reported failure to deliver insulin. The exact cause of the reported failure to deliver insulin could not be conclusively determined. The investigation found no damages or defects to the formed needle or bottom housing that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod. It was reported that the patient attempted to bring their blood glucose levels down by administering insulin using the pod however this did not reported symptoms include abdominal pain and vomiting. It was also reported that the patient had reddened skin at the infusion site. It was reported that the patient had ketone levels over 1 (method of measurement and unit not provided). The patient was treated with intravenous fluids and their pod was removed and a new pod was applied to administer a bolus of insulin. The patient was released 2 hours later, on the same day.